Event description:
It was reported that pump experienced malfunction alarm displaying malfunction code with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Customer worked with technical support to reset pump using provided instructions, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction alarm appeared again, which customer acknowledged and understood.